Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738.

Event description:
The iab was defective/faulty. This was the only info at the time of the initial report. On 3/26/97, the following info was rpt'd to datascope: blood was noted coming back in the tubing at the end of the insertion. As a result of the event, when the iab was removed, there was excessive bleeding at the insertion site. The pt is currently stable. On 4/17/97, datascope was informed that the rpt'd complication was inaccurate and that there was no pt injury or complication as a result of the iab event. Event complications: unk - rpt'd 3/20; excessive bleeding - rpt'd 3/26; none - rpt'd 4/17. Pt current status: stable - rpt'd 3/26/97.